Manufacturer narrative:
(B)(6) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ortho case, the surgeon reported the patient experienced a patella tendon rupture. There were no reported issues during the surgery, however the surgeon believes the aqm device contributed to the patient injury. It is unknown what interventions were needed for the patient.